Event description:
The pt reported that there was an insulin leak in the connection between the cartridge and the infusion set tubing.

Manufacturer narrative:
The cartridge was returned to animas for evaluation. Evaluation revealed a damaged luer lock connector. This report is made under the requirements of the medical device reporting regulations and does not constitute and admission on the part of animas of any deficiency in the performance of the device.